Event description:
It was reported that during mapping of aveir leadless pacemaker (lp), the helix became stretched. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.